Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) alarm on the homechoice (hc) device. At the time of the alarm, the patient was connected for their second dwell of peritoneal dialysis (pd) therapy. During troubleshooting, it was noted that there was an open clamp on an unused supply line that was uncapped. The technical service representative (tsr) reviewed proper procedures with the hp and advised them to restart therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an open clamp on an unused supply line was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.